Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned inserted in to a trocar with the upper jaw damaged at the proximal side (hinge). The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No anomalies were noted with the activation of the device at any time during the testing.. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the device worked for a few minutes and then stopped working. A similar like device was pulled to complete the procedure with no patient consequence.